Manufacturer narrative:
This report is submitted september 13, 2017, (B)(4).

Event description:
Per the surgeon, the patient experienced a loss of osseointegration resulting in fixture loss. Subsequent to fixture loss, the patient reportedly experienced granulation and had sustained a minor impact to the implant site.